Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and procedural haemorrhage ('were you advised of any complications from your essure removal procedure :excess bleeding') in a 23-year-old female patient who had essure (batch no. A73753) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill from 2006 to 2007. Concurrent conditions included uti and physical disability. Concomitant products included ketorolac since (B)(6) 2013 and ondansetron (zofran) since (B)(6) 2013 for uti as well as amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from (B)(6) 2014 to (B)(6) 2016, clonazepam (klonopin) since (B)(6) 2014, fluoxetine hydrochloride (prozac) since (B)(6) 2016 to 2017, naproxen from (B)(6) 2016 to (B)(6) 2018, omeprazole from (B)(6) 2015 to (B)(6) 2016 and paroxetine hydrochloride (paxil) since 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and arthralgia ("pain arthritis/joint pain"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and fatigue ("fatigue"). In february 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced depression ("depression"). In (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and procedural haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, procedural haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, alopecia, depression and arthralgia outcome was unknown and the vaginal haemorrhage, menorrhagia, fatigue and nausea had resolved. The reporter considered alopecia, arthralgia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, procedural haemorrhage, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and procedural haemorrhage ('were you advised of any complications from your essure removal procedure :excess bleeding') in a (B)(6) female patient who had essure (batch no. A73753) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill from 2006 to 2007. Concurrent conditions included uti and physical disability. Concomitant products included ketorolac since (B)(6) 2013 and ondansetron (zofran) since (B)(6) 2013 for uti as well as amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from (B)(6) 2014 to (B)(6) 2016, clonazepam (klonopin) since (B)(6) 2014, fluoxetine hydrochloride (prozac) since (B)(6) 2016 to 2017, naproxen from (B)(6) 2016 to (B)(6) 2018, omeprazole from (B)(6) 2015 to (B)(6) 2016 and paroxetine hydrochloride (paxil) since 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and arthralgia ("pain arthritis/joint pain"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced depression ("depression"). In (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and procedural haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, procedural haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, alopecia, depression and arthralgia outcome was unknown and the vaginal haemorrhage, menorrhagia, fatigue and nausea had resolved. The reporter considered alopecia, arthralgia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, procedural haemorrhage, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: plaintiff fact sheet and medical records were received. Lot number added. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problems, urinary problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, nausea, pain, depression, procedural bleeding and pain arthritis/joint pain. Medical history, concurrent condition and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.